Manufacturer narrative:
It was initially reported that the device would be returned for analysis; however, the device was not returned. Complaint conclusion: it was reported the hub of a prowler plus (6062510x/16048716) was cracked during a neurovascular procedure. The procedure was completed with a same/like product. There were no patient adverse events. The device had been stored according to the labeling instructions. No additional information could be obtained. The device was not returned for analysis. Review of lot 16048716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The hub crack could not be confirmed without product return. The root cause of the crack could cannot be determined, and based on information provided, it is not possible to determine what factors may have contributed to the crack. There is no evidence to suggest that this was a manufacturing issue. All devices are inspected to prevent devices with this type of damage from leaving the manufacturing facility. No corrective actions will be taken at this time.

Manufacturer narrative:
Review of lot 16048716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported the hub of a prowler plus (6062510x/16048716) was cracked during a neurovascular procedure. The procedure was completed with a same/like product. There were no patient adverse events. The device had been stored according to the labeling instructions. No additional information could be obtained.

Manufacturer narrative:
(B)(6). It was reported that the device would be returned for analysis; however, the device has not yet been returned. Information regarding patient age, gender, weight, history or concomitant products used during the procedure was not available. Additional information will be submitted within 30 days of receipt.